Event description:
It was reported the right atrial (ra) lead had chronic high thresholds of 3.4 volts at 0.5 milliseconds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, the tip electrode had the steroid ring cut and there was apparent explant damage.